Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 240 units of insulin. The customer's blood glucose level was 252 mg/dl. As the customer was a new pump user, the customer was advised by health care provider not to deliver a correction bolus until determining the correction factor, so the customer had not yet addressed bg level at the time of the call.